Event description:
It was reported that the patient received inappropriate shock due to noise. Patient was evaluated in clinic and the noise could not be reproduced and lead measurements were normal. Therapy was disabled while patient was in the hospital as the physician plans to revise the lead. As of today the lead remains implanted. Should new information be made available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient received inappropriate shocks due to noise. Patient was evaluated in clinic and the noise could not be reproduced and lead measurements were normal. Therapy was disabled while patient was in the hospital as the physician plans to revise the lead. As of today the lead remains implanted. Should new information be made available this file will be updated.